Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the carrier was not going through, could be the ratchet. On (B)(6) 2016, it was clarified that the issue occurred during surgery. There was no harm/injury to the patient or operator but there was a 15 minute delay to the surgical procedure. The surgical plan needed to be changed and additional equipment needed to be obtained. An alternate device was used to complete the surgery and there was no impact/damage to the graft harvest. The device had not been repaired by someone other than zimmer biomet and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was slightly bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. The ratchet handle was not ratcheting properly. The 1.5:1 ratio cutter, (B)(4), had some slight wear to the roller gear but other than that appeared to be in good condition. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the comb and roller. The service technician noted that the ratchet pin was in sideways and was not allowing the gear to ratchet. The 1.5:1 ratio cutter, (B)(4), produced a passing cut. Skin graft mesher, (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the repair the service technician noted that the ratchet pin was in sideways and was not allowing the gear to ratchet. While during the repair the service technician noted that the ratchet pin was in sideways and was not allowing the gear to ratchet, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the carrier was not going through the device. Investigation results revealed that the comb was bent. No adverse events were reported as a result of this malfunction.